Event description:
It was reported that during lead replacement surgery, undersensing occurred during dft testing. High threshold was observed. The device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of undersensing and high capture threshold could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were observed.